Event description:
The customer reported that during a patient event they were unable to acquire an etco2 reading. There was no negative patient impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4): the customer reported that during a patient event they were unable to acquire an etco2 reading. There was no negative patient impact as another defibrillator was available for use. The customer has taken the device out of service and has declined service or repair at this time. We are unable to determine the cause of the reported issue with the information available. See scanned page.